Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code on startup. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 malfunction alarm code on start up. Additional information was provided.

Manufacturer narrative:
The device was mechanism received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.